Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that while in the theatre, the nurse opened the product for the surgeon. The customer reported that when the surgeon tried to lift the inner packet with forceps, it was found not sealed. Customer added that the implant was then rejected and a new one was opened to complete surgery. No adverse consequences or delays were reported.